Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that while firing the tsw35 on the broad ligament, the stapler closed on the tissue, but would not fire. The staff described the problem as the "stapler jamming". There was no consequence to the pt.